Event description:
During machine warm-up, when the arc rotated up to 75 degrees, a fault displayed that required re-initialization. Multiple attempts to get past 75 degrees were unsuccessful. A company service representative was on site to repair the machine. The machine was re-opened approximately 90 minutes later. One patient was rescheduled, without harm to the patient.